Event description:
On 08-aug-2025, the user reported that during setup of a replacement ilet device, the touchscreen ¿yes¿ button was unresponsive when attempting to prime the cartridge. Blood glucose was not affected. No medical intervention was required. Replacement device was arranged.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.